Event description:
It was reported that minimum fill notification occurred while customer attempted to reload cartridge that still contained 80 units or more of insulin, and customer did not use pump case. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge before contacting support, successfully loaded cartridge onto pump, and resumed insulin delivery, and no further action was needed.